Manufacturer narrative:
(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported via facility medwatch (B)(4) that during a coronary stenting treatment procedure, stent dislodgement occurred.the target lesion being treated was located in the left anterior descending (lad). While placing the stent to the lesion, it was noted the stent got stuck in the catheter. The physician attempted pulling back the catheter, and noticed the stent dislodged at the tip of the catheter. As the physician pulled the whole apparatus (stent/balloon, wire guide and sheath) out over the j wire, the stent went downstream. The stent was so small, the physician left it in the pateint's body. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status is ok.